Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the wash pump valve and noted cracks in the manifold and replaced it. The fse noted the retention incubator belt was functioning intermittently and replaced the belt index sensor to correct the performance. The fse performed a high sensitivity (hs) system check which failed to meet specifications. The fse rebuilt the wash pump and replaced the dispense probes. The fse then ran a passing high sensitivity system check and passing quality control. In conclusion: the replacement of several hardware components resolved the issue. System parameters recovered within specifications after replacement of these parts.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The initial result recovered above the assay reference range. The result was released out of the laboratory. Two days later, the same patient's sample was reanalyzed two times on the laboratory's alternate access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) and recovered within the assay's reference range. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The sample was collected in a heparin plasma tube and centrifuged for ten (10) minutes at 3000g (g force) at ambient temperature. No issues with sample integrity were reported by the customer. Calibration, quality control (qc) and system check parameters met assay and system specifications.